Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to cracked end cap, unable to confirm a33 alarm due to motor error alarm. However, the insulin pump passed displacement test, rewind test, self test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No moisture damage noted on the electronics assembly. The insulin pump received with severely scratched display window noted, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.